Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
On (B)(6) 2018, (B)(6) year old consumer called to report that about three years ago, she had 5-10 u by kotex sleek regular tampons unravel and leave pieces behind in her body. Medical consultation was not obtained at that time. She has experienced pain and cramping during intercourse over the last 3 years. She recently had hysterectomy, pain lasted until hysterectomy 2 weeks ago. She states that a foreign material was found inside of her during her hysterectomy. On (B)(6) 2018, consumer followed up with her gyn and asked if the foreign material could have been a tampon. Her gyn told her it very well could have been. She not currently experiencing any unusual symptoms.